Event description:
Per the surgeon, the patient was explanted due to facial nerve stimulation and electrode anomalies.the patient¿s device was explanted in 2009, and the patient was implanted with a new device during the same surgery.